Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No moisture damage found on electronic assembly or motor. The device also had a cracked display window corner and broken belt clip slot at the battery tube threads area.

Event description:
The customer reported via phone call that the insulin pump got wet in a boating accident she had and was not functioning. She stated the device may have hit the side of the boat when she went over and confirmed it had a crack at the bottom corner and fluid under the lcd display. She explained she would insert the battery and it would work for a while and then shut off without warning. Blood glucose value was 147 mg/dl. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.